Manufacturer narrative:
(B)(4).

Event description:
It was reported that the symptomatic patient presented in hospital, the atrial lead exhibited loss of capture, via chest x-ray the lead was dislodged. The lead was explanted and replaced successfully. The patient was stable during and post procedure.